Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -11.00 (B)(4). Method code: evaluation method: work order search. Evaluation code: evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions code: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to patient suffered from headache. No other lens was implanted. See MFR #2023826-2015-01188 for left eye.

Manufacturer narrative:
Method: device history record review. Results: based on the DHR review, the manufacturing and packaging processes was performed according to procedures and no findings or deviations were reported. The product evaluation confirmed the lens was in specification. No definite root cause for the complaint is determines, however, the complaint is not device related. Visual inspection of the returned product found that pieces of the lens haptics were torn off. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).